Event description:
Per email received 05/07/2014 customer reports; during an unk pt procedure, the handle broke at the end where the drill is attached. No pt injury or adverse events reported.

Manufacturer narrative:
Procode: corrected to lxh.

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Complaint sample was reviewed and the reported event was confirmed. The power adapter end tip has failed. Failure mode has evidence of torsional overload. The shoulder next to the power adapter tip is severely worn. DHR was reviewed and no discrepancies were found. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. (B)(4).